Manufacturer narrative:
H4 manufacturing date: added. H3 device evaluated by mfg: updated. H3 summary attached: updated. D4 expiration date: added. D10 product available to stryker: updated. D10 returned to manufacturer on: updated. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The product was not confirmed as the packaging and lot number was not returned with the device. During visual inspection, the subject retriever was decontaminated, examined and it was observed that the subject retriever was not attached to the returned unit . The subject retriever stent section was not returned. The subject retriever core wire and shaft coil were examined. The shaft coil was damaged ( kinked & stretched) . The core wire and shaft coil proximal junction was intact. The core wire was broken. Functional testing was not performed due to the condition the device was received. From the condition of the product it appears that the product had been under excessive manipulation. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per additional information no damage was noted to the device prior to use and the device was prepared as per dfu for this product. The patients anatomy was very tortuous. It is probable that procedural or anatomical factors encountered during the procedure contributed to the reported stent retriever becoming loose and separate during the procedure. Additional information states 'something could be caught to the tip of stent and stuck. No problem with the devices was considered. The route of access had very strong tortuosity, and thus the guide catheter was unable to advance only to the starting point of the internal carotid artery; these could be the cause. It was considered the result was good because of the stent's premature detachment (it did not lead to serious complications such as bleeding, and it was prevented)'. An assignable cause of procedural factors will be assigned to the as reported and the as analysed events as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited..

Event description:
It was reported that during the procedure, patient vessel arteriosclerosis was strong and a balloon catheter could only rise to the internal carotid (ic) origin. After going over the ic siphon, a strong tortuosity was seen. Two catheters were used to advance, but one catheter was unable to advance due to the tortuous vessel. Physician deployed subject stent retriever and 1 pass was done. During the next step, adapt was attempted by advancing one access catheter with two micro catheters. But the access catheter could not exceed around c3, the procedure was changed to mechanical type and deployed with competitor stent retriever. After 1 pass, the m2 superior segment of middle cerebral artery (mca) was able to open but the inferior segment could not be opened. Furthermore, the inferior segment was deployed with catheter and subject stent retriever for the first time, the tip of subject stent retriever was in m2 inferior segment, and the proximal part was located under the ic-top. When the physician pulled subject stent retriever and catheter, the physician started to feel resistance with subject stent retriever and it felt stuck. So, the physician retracted only subject stent retriever leaving the micro catheter. It was unknown where the catheter tip position was at that time. Since the resistance was within the common range, the surgeon pulled the subject stent retriever. But the surgeon felt that the pressure suddenly fell out and it broke / prematurely detached. The retracted tip of the delivery wire looked as if the subject stent retriever had unraveled. There was no particular calcification from ic siphon to m2 segment. The physician commented that there was no abnormal procedure done with the devices. The duration of the procedure time was not long. Lesion site was very tortuous, too. There was no calcification where the stent was scheduled to deploy. There was no suspected cause. The devices and the concomitant devices were appropriately selected. Something could be caught on the tip of subject stent retriever and stuck. No problem with the devices was considered. The route of access had very strong tortuosity, and thus the guide catheter was able to advance only to the starting point of the internal carotid artery; which could be the cause. Physician considered this a good result because the subject stent retriever's broken / premature detachment did not lead to serious complications such as bleeding which was prevented. However, the anatomical location where the stent was broken / prematurely detached was unknown. The procedure was not completed successfully as the broken / prematurely detached subject stent retriever was left inside the patient vessel. No intervention was done to remove broken/prematurely detached stent. Patient condition was noted to be stable and not affected by surgical delay. No additional information is available about surgical delay duration, current patient condition or additional medication given to the patient for this event.

Event description:
It was reported that during the procedure, patient vessel arteriosclerosis was strong and a balloon catheter could only rise to the internal carotid (ic) origin. After going over the ic siphon, a strong tortuosity was seen. Two catheters were used to advance, but one catheter was unable to advance due to the tortuous vessel. Physician deployed subject stent retriever and 1 pass was done. During the next step, adapt was attempted by advancing one access catheter with two micro catheters. But the access catheter could not exceed around c3, the procedure was changed to mechanical type and deployed with competitor stent retriever. After 1 pass, the m2 superior segment of middle cerebral artery (mca) was able to open but the inferior segment could not be opened. Furthermore, the inferior segment was deployed with catheter and subject stent retriever for the first time, the tip of subject stent retriever was in m2 inferior segment, and the proximal part was located under the ic-top. When the physician pulled subject stent retriever and catheter, the physician started to feel resistance with subject stent retriever and it felt stuck. So, the physician retracted only subject stent retriever leaving the micro catheter. It was unknown where the catheter tip position was at that time. Since the resistance was within the common range, the surgeon pulled the subject stent retriever. But the surgeon felt that the pressure suddenly fell out and it broke/prematurely detached. The retracted tip of the delivery wire looked as if the subject stent retriever had unraveled. There was no particular calcification from ic siphon to m2 segment. The physician commented that there was no abnormal procedure done with the devices. The duration of the procedure time was not long. Lesion site was very tortuous, too. There was no calcification where the stent was scheduled to deploy. There was no suspected cause. The devices and the concomitant devices were appropriately selected. Something could be caught on the tip of subject stent retriever and stuck. No problem with the devices was considered. The route of access had very strong tortuosity, and thus the guide catheter was able to advance only to the starting point of the internal carotid artery; which could be the cause. Physician considered this a good result because the subject stent retriever's broken/premature detachment did not lead to serious complications such as bleeding which was prevented. However, the anatomical location where the stent was broken/prematurely detached was unknown. The procedure was not completed successfully as the broken/prematurely detached subject stent retriever was left inside the patient vessel. No intervention was done to remove broken/prematurely detached stent. Patient condition was noted to be stable and not affected by surgical delay. No additional information is available about surgical delay duration, current patient condition or additional medication given to the patient for this event.